Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Corrected: d4, h4 the reported product was returned for examination. The device exhibits signs of use (scratches, dings) and the reported event can be confirmed. The spring is broken/fractured, and not all pieces were returned. Additionally, one image was provided upon complaint intake showing the reported event. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event can be confirmed. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: report source canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure the spring broke while removing the femoral component. No foreign body retained in the patient. Attempts have been made and additional information on the reported event is unavailable at this time.